Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 120 mg/dl at the time of call. The customer performed troubleshooting for the no delivery alarm and was resolved by complete set change. The reservoir will be returned for analysis.